Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent bilateral iol implantation of rayone galaxy rao605g iols. Iol implantation was performed on (B)(6) 2025. On (B)(6) 2025, the oct showed a dry result. The surgeon observed a slight "glistening" on both sides of the iol and the start of capsular fibrosis in both eyes. The patient was prescribed alphagan eye drops twice daily combined with intensive use of artificial tears. Follow-up appointment on (B)(6) 2025 identified fine glistening in the right eye. The patient underwent an additional surgery on an unknown date post-operatively whereby the lens was explanted and exchanged. The device has not been returned to rayner. Glistening is not something that typically affects hydrophilic material and the r&d team has previously advised that this phenomenon may be the slit lamp light picking up on the inherent lathe-machined surface finish of hydrophilic material at a micron level. Our review of production records for the rayone galaxy rao605g batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch (B)(4). Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause.

Event description:
Rayner received notification from a healthcare facility in germany of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that post-operatively, glistenings have been observed in the iol necessitating an additional surgery to explant the iol.